Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart and no delivery. The customer¿s blood glucose level was 100 mg/dl. The customer stated that the pump had an unexpected restart alarm every time when they change the battery. The customer stated that they were not receiving insulin and no delivery when trying to deliver bolus and had an unexpected restart alarm every time when they changed the battery. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.